Manufacturer narrative:
This is the same event as 3010536692-2016-00169.

Event description:
Allegedly, patient is suffering from mom complications. (Left).

Manufacturer narrative:
After the initial report it was determined that this was a duplicate of a previously reported event under:3010536692-2015-01284 . Please void the initial report.